Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Patient had smart lenses inserted in both eyes. Although patient had gone to the doctor many times and changed the medications, had difficulty opening and closing eyes due to the burning, stinging in eyes and excessive burns at the bottom of eyelashes. Patient wanted to improve quality of life as uneasiness increased with this surgery. There are two medical device reports associated with this patient. (1 of 2) additional information has been requested.